Event description:
It was reported the bronchovideoscope had a black screen. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the information provided for the investigation, the reported event was confirmed. The probably cause was most likely attributed to moisture entering the device and damaged the image sensor unit. Based on the investigation results, a definitive root cause could not be determined olympus will continue to monitor field performance for this device.